Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient received inappropriate shocks, and the lead exhibited high impedance, oversensing, noise, and was apparently broken. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: 1 - patient alert for rv.pace lead z > 2000 ohms on (B)(4) 2011 02:59:54. Daily pace impedance log data shows a spike increase for v.pace= 520 to inf ohms (un-filtered data) peak between (B)(4) 2011 and (B)(4) 2011, then returning to a baseline of 480 ohms on (B)(4) 2011. Sensing - oversensing: 15 - ventricular nst<=210 ms on (B)(4) 2011 in the timeframe between 13:55:52 and 16:02:04. Four (4) - vf<=200 ms average v-cycle on (B)(4) 2011 in the timeframe between 15:46:36 and 16:03:26. Sensing - interference/noise: ventricular short interval count v-sic=2204.4 counts avg/day, in 3.25 days, between (B)(4) 2011 04:23:09 and (B)(4) 2011 10:18:29.